Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2019 and suture was used. After passing six needles through the subcutis, then pulling the needle to pull out from the tissue with holding the needle tip, the needle was broken at the swage part. There were no pieces left in the patient¿s body. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mph793, and no non-conformances were identified. It was reported that the device had performance breakage needle. An actual suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.